Manufacturer narrative:
Product analysis: no conclusion can be drawn, as the device was not returned. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: pss. Date of event notification: 2024-apr-10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cranio, for tumor the tip of the drill didn't stop. It was reported that the patient suffered a significant injury and brain hematoma leading to seizure. The patient is currently in the ICU but is expected to recover, with possible deficits. On follow up it was reported that the patient suffered a moderate/severe contusion, bleed and was transported to ICU and remained intubated and sedated.

Manufacturer narrative:
Correction: updated h2.6 from b17 to b18. Updated b5. H3: no conclusion can be drawn, as the device was discarded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On further information it was reported that the customer discarded the perforator and the capital devices involved in the complaint cannot be identified and not returned.